Event description:
In 2007, the lay pt contacted lifescan (lfs) alleging that her one touch basic enhanced meter displayed high. The complaint was classified based on the customer care advocate's (cca) documentation as the pt could not be reached by phone. The pt said she obtained a reading of "hi" on the reported meter on five days earlier at nighttime. She said, she took insulin based on the "hi" reading. Info regarding the pt's specific diabetes treatment regimen was not provided. The pt said her husband woke up and found the pt sweating. The time interval between the pt taking insulin and experiencing symptoms that suggested hypoglycemia was not provided. The husband went to get juice for the pt and found the pt convulsing when he returned to her. The husband called ems. Blood glucose readings obtained by the emt's were not provided. The pt said she was treated with an IV. She also described another incident where she received a "hi" reading on three days earlier, and took insulin based on the reading. Later, at an unspecified time after taking the insulin, the pt became incoherent at work. She tested with a friend's meter and obtained a result of 33 mg/dl. She ate crackers and juice. Ems was called. The emts obtained a reading of 102 mg/dl and the pt refused further paramedic service. The cca noted that the test strips were not expired, had not been open longer than the discard date, and had not been stored incorrectly. The one touch basic meter displays "hi" mg/dl danger alternating with hi mg/dl call dr" for blood glucose readings > 600 mg/dl. The meter, test strips, a nd control solution were replaced. The pt alleges she received "hi" readings on the lfs meter, took insulin based on the meter readings, and later experienced symptoms that suggested hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.